Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A labeling review found the home choice user manual to be adequate for the use/user error identified in this incident. This complaint is for a report of a damaged issue due to an use error. Complaint is confirmed because customer reported cat chewed through the cassette tubing during therapy, which is a known cause of contamination and possible injury.

Event description:
The following report was received from global pharmacovigilance and is a spontaneous report by a consumer of peritonitis in a homechoice patient (hp). On (B)(6) 2012, the hp reported that they had been hospitalized with peritonitis on (B)(6) 2012. The hp reported that the cause of the peritonitis was that their cat bit their catheter. A peritoneal effluent culture was performed on an unknown date, the result was unknown. Treatment for the event was not reported. The hp was discharged from the hospital on (B)(6) 2012 and is recovering from the event. Product surveillance contacted the peritoneal dialysis registered nurse (pdrn) on (B)(4) 2012. The pdrn reported that the cause of the peritonitis was the cat bit through the tubing of the cassette. The hp was treated with antibiotics (exact medication, dose, frequency and route not reported) for 21 days. The last dose of antibiotics was given on (B)(6) 2012. The hp is recovering from this peritonitis event. The hp has been retrained on keeping the cat out of the room while performing pd therapy.